Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was discarded and not available for return and for evaluation. The result of the investigation is inconclusive for the reported dislodgement issue. The definitive root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. Wavelinq¿ endoavf system procedure: 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. (Expiry date: 03/2022), the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the catheter placement through lateral ulnar vein, the device allegedly dislodged from the nesting position. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2022).

Event description:
It was reported that during the catheter placement through lateral ulnar vein, the device allegedly dislodged from the nesting position. The procedure was completed using another device. There was no reported patient injury.